Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from a foreign country indicated that during a percutaneous coronary intervention, a physician experienced difficulty crossing a lesion and the stent dislodged in the patient. According to the report, after pre-dilation of the lesion, the cypher could not go through the bifurcated lesion at the proximal left anterior descending coronary artery (lad). The target vessel was irregular and tortuous with angulation and the lesion was calcified with 90% stenosis. Due to "dragging," the unexpanded stent dislodged from the balloon and to an unknown vein in the leg. The physician opted not to remove the dislodged stent, as there was no impact to the patient. The procedure was completed with another unknown stent.